Event description:
Angiocath broke leaving a small piece of the catheter in pt's arm which was removed. Originally thought pt had extravascular, upon removal of the catheter found that the angiocath had broken. Small piece left in pt's arm was able to be removed by technologist. Angiocath was connected to high pressure tubing and power injector.